Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had air bubbles as soon as the insulin was drawn from the vial. Customer's mother stated that sometimes there are only champagne bubbles but within an hour, the bubbles fill the tubing. Customer's blood glucose was 5 mmol/l. Customer does not rewind the reservoir in place. Insulin was stored in a cupboard for that particular week and the rest was in the fridge. Customer went through 11 reservoirs yesterday evening. Insulin was within the expiry date. Customer has not noticed any leaks along the tubing at all. Customer feels that the issue is with the insulin as it appears to be bubbling as soon as it is drawn into the reservoir. Customer was advised to speak to a nurse regarding this issue. Customer will be sent 2 replacement boxes of reservoirs.